Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed. Method: the actual device involved was returned and is currently in transit to the investigation site.

Event description:
A report was received stating that the tracheostomy tue cuff sustained damaged during use. The cuff was not able to be inflated after four days in situ. Replacement of the tube was required. No incident related medical sequela was reported.